Manufacturer narrative:
Based on the clinical account, the root cause of the access site bleeding was most likely a use issue, as the staff is unsure if angle matching was used due to the patient's high bmi.

Event description:
A 76-year-old male patient with known cad has been treated for ami / cgs. Hemodynamic support has been provided by an impella cp heart pump. At the impella access site a hematoma formed. Contributing factor has been patient¿s obesity. Manual pressure successfully reduced the hematoma and CT scan showed no damage to vasculature. Two units of red blood cells have been given during the procedure.

Manufacturer narrative:
The impella device has not been received by the manufacturer for investigation. Should any new information be returned, a supplemental MDR will be filed.